Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited a shock impedance measurement of less than 20 ohms. All other lead measurements were reported to be normal and there were no inappropriate episodes stored. It was reported that the patient was in atrial fibrillation (af) therefore, that would be contributing to the observation reported. No adverse patient effects have been reported. Additional information indicates that the patient was having surgery the day the low impedance measurement was detected. It is possible that the measurement was triggered during the surgery.